Manufacturer narrative:
Concomitant medical products: product ID:(B)(4), serial# (B)(4), product type: recharger product ID: (B)(4), serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial# (B)(4)) found the cable assembly connector pins were broken. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller had been trying to use their recharger and they kept it plugged into the wall. The caller stated that the saw the charge the recharger battery screen. The caller tried to hold the connector pin in place, but nothing was working. The connector pin was loose. The recharger had a loose connector. The ins was about to go dead and the patient was hurting and did not get any sleep on (B)(6) 2018. No further complications were reported or anticipated.